Manufacturer narrative:
Summarized patient outcomes/complications of graded transthoracic contrast echocardiography after pulmonary arteriovenous malformation embolization can chest CT scan be avoided in patients with a low-grade shunt were reported in a research article in a subject population with multiple co-morbidities including hereditary hemorrhagic telangiectasia, juvenile polyposis, and prior pulmonary arteriovenous malformation embolization procedure. One of the complication reported was surgical intervention; this complication is anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: graded transthoracic contrast echocardiography after pulmonary arteriovenous malformation embolization: can chest CT scan be avoided in patients with a low-grade shunt?

Event description:
The article, "graded transthoracic contrast echocardiography after pulmonary arteriovenous malformation embolization can chest CT scan be avoided in patients with a low-grade shunt?", was reviewed. The article presented a retrospective, single center study to investigate whether transthoracic contrast echocardiography (ttce) can predict the need for additional embolotherapy in the post-treatment setting, similar to the ability of ttce to predict the need for embolization in the treatment-naive population. Devices included in the study were amplatzer vascular plug, boston scientific interlock coils, shape memory medical's ruby penumbra, impede carbon polymer plug, and shape memory medical trellix. The article concluded that the study showed chest computed tomography (CT) scan might be withheld in patients with right to left shunt (rls) grades 0 and 1 after pulmonary arteriovenous malformation (pavm) embolization. [The primary and corresponding author was josefien hessels, departments of pulmonology, st. Antonius hospital, nieuwegein, the netherlands, with corresponding email: j.hessels@antoniusziekenhuis.nl]. The time frame of the study was from july 2014 to january 2023. A total of 339 patients were included in the study, of which it was not specified how many received an abbott device. The average age was 53 years and the majority gender was female. Comorbidities included hereditary hemorrhagic telangiectasia, juvenile polyposis, and prior pulmonary arteriovenous malformation embolization procedure.